Manufacturer narrative:
A product investigation is in progress.

Event description:
Concerned if some of the cotton separated and stayed in me - vagina [foreign body in reproductive tract]. Tampon unraveled when taken out [complication of device removal]. When I took the tampon out it was unraveled at the end, concerned if some of the cotton separated [device breakage]. Case description: consumer contacted via e-mail and stated that when she took the tampon out, it was unraveled a bit at the end; she was concerned if some of the cotton separated. No serious injury was reported.

Manufacturer narrative:
17-jun-2020 product investigation results: cause was traced to design. Action plan is in place.

Event description:
Concerned if some of the cotton separated and stayed in me - vagina [foreign body in reproductive tract]. Tampon unraveled when taken out [complication of device removal]. When I took the tampon out it was unraveled at the end, concerned if some of the cotton separated [device breakage]. Consumer contacted via e-mail and stated that when she took the tampon out, it was unraveled a bit at the end; she was concerned if some of the cotton separated. No serious injury was reported.